Manufacturer narrative:
Based on available info, medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the pt to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Although there is a potential for a serious injury, the likelihood of such an occurrence is low because these devices undergo rigorous testing and are only used in highly monitored and highly specialized settings. A leaking cuff would likely trigger alarms to alert care-givers and in most cases all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid leak, the pt may require a complete re-intubation. This procedure, if carried out in expert, experienced hands, has a low incidence of serious complications. Reported to the FDA on (B)(6) 2013. Note: the actual date of event is unk, so the date used was the date we became aware.

Event description:
Complaint received as follows: "micro - cuff would not stay inflated on a pt - allow air leak. The pt was being emergently intubated. The tube was in place and the vent began to alarm. We checked the tube and it had deflated. It has a slow air leak. The pt had to be reintubated".